Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl for non-malignant pain. It was reported that the patient went to deliver a bolus and their handset will get stuck at 90%, they got service code 156. The patient stated the first time this happened was maybe a month and half ago and it didn't happen again so they figured it was just a fluke and it happened 2-3 weeks after that and now it's happening several times a week. The patient mentioned it took 4-5 minutes for the whole thing to give them the message that the bolus has started and they felt like they were not getting the disburse amount when they did the bolus. The patient asked if there is an area on the ptm they can see the bolus request information. The patient was assisted with clearing the data from the handset and they were able to connect to the pump much faster.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID hh90t01 (serial: (B)(6); product type: 2201-mobile platform; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID hh90t01 (serial: (B)(6); product type: 2201-mobile platform brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.